Event description:
In 2005, the patient was implanted with a gore excluder aaa endoprosthesis. At about 35 days post-implant, a proximal type I endoleak was identified on CT angio. At about two weeks later, a second endovascular procedure was done to implant two gore excluder aaa endoprosthesis aortic cuffs. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.